Manufacturer narrative:
Concomitant medical products: product ID 3889-28, lot# va0ptn4, implanted: (B)(6) 2015, explanted: (B)(6) 2016, product type: lead.

Event description:
Information was received from a consumer via phone call regarding a patient who was implanted with a neurostimulator for urinary dys function/sacral nerve stimulation and gastrointestinal/pelvic floor. It was reported the patient had been reprogrammed because, as noted per a friend or family member, the manufacturer representative (rep) told the patient ((B)(6) 2016) the lead could have been placed better. Reprogramming did not resolve the issue, the patient felt stimulation too high in the buttock and had leakage issues. Therefore, a revision surgery ((B)(6) 2016) was performed. It was noted the patient did not completely recover after the revision because nothing had changed as they still had efficacy issues, ongoing since implant (B)(6) 2015. No falls were noted and a resolution was not determined. ((B)(6) 2016) the rep provided information to help clarify timelines of the events. Rep reported she reprogrammed the patient sometime in january and was able to get stimulation to be felt in the butt cheek area. At that time the patient was informed to contact their healthcare professional (hcp) to determine available options if results were not received with the new programs. It was unknown when the appointment between the hcp and the patient occurred but at the beginning of march the rep was scheduled for a lead revision for the patient. It was noted after the lead revision the patient felt stimulation in the vaginal area but it remains unknown if the revision resolved the patient's symptoms.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.